Event description:
The customer stated that the spo2 was not measuring, and that there were no inops. No patient involvement was reported.

Event description:
The customer stated that the spo2 was not measuring, and that there were no inops. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.